Manufacturer narrative:
B3: date of event: date of event was approximated to 04/01/2025 as the exact event date was not reported.

Event description:
It was reported that balloon deflation issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified central vein. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During removal, the balloon did not deflate properly, which resulted in sheath tearing. There were no patient complications as a result of this event.